Manufacturer narrative:
On november 24, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2020, mentor became aware that the patient experienced right side capsular contracture; baker grade iii in addition to right side rupture. This was confirmed on MRI taken on (B)(6) 2020. Patient code under field h6 has been updated on this form to "capsular contracture". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020, mentor became aware that the date of replacement surgery is november 13, 2020. Hence, following fields have been updated on this form: field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2020, mentor became aware patient underwent bilateral explantation and replacement with catalog number 3502504bc; serial number (B)(6) on the left side and with catalog number 3503004bc; serial number (B)(6) on the right side on november 13, 2020. On december 11, 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with 275cc mentor memorygel breast implant and experienced breast pain in the right breast. Ultrasound confirmed "non specific peri fluid in the lower right breast" on (B)(6) 2020. The results of the ultrasound then lead to the patient having an MRI on (B)(6) 2020 which confirmed intracapsular rupture of the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.